Event description:
A customer reported that a tropi es result from a quality control sample (0.071 ng/ml) obtained from a vitros eciq immunodiagnostic analyzer did not match the result displayed on the site's laboratory information system (0.208 ng/ml) for the same control sample. Erroneous results may lead to inappropriate medical interventions with the potential for injury if the event were to recur with a patient sample. No erroneous results were reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined the root cause of the event was user error. The user mistakenly uploaded a tropi es result from a sample other than the biorad l1 control fluid to the laboratory information system, and identified that result as originating from the biorad l1 control fluid. The eciq analyzer was performing as intended.